Event description:
It was reported that the pump was refilled in 2008. There were no volume discrepancies. The following day the pt experienced withdrawal with spasms worse than baseline, nausea, diaphoresis and vomiting. The pt was given a 50 mcg bolus, which was effective. The pt was hospitalized. During the hospitalization two add'l boluses were given with good effect. The pt was discharged at about four days later. It was reported that the pt started "getting worse" at about 3 days later. At approx 3 days later, the pt was given another bolus and was hospitalized again. The pt was worked up for an infection; this was reported to be "clear". The pump was used to deliver baclofen; concentration and daily dose were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.